Event description:
It was reported that one of the leads was revised (reason not reported). The pt had pain on the left side of his neck after surgery. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
For lead revision, cause unknown.